Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for 4 samples after starting a same lot new reagent pack. The following data was provided; results were after recalibration: sid (B)(6) initial result =15.7 mg/dl, repeat = 0.6 mg/dl, sid (B)(6) initial result = 9.2 mg/dl, repeat = 0.6 mg/dl, sid (B)(6) initial result = 8.8 mg/dl, repeat = 0.4 mg/dl, sid (B)(6) initial result = 7.7 mg/dl, repeat = 0.9 mg/dl.

Manufacturer narrative:
A review of tickets was performed for lot number 55181uq05. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c total bilirubin for reagent lot 55181uq05 was identified.